Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic for routine follow-up. Upon device interrogation, the right ventricular lead exhibited loss of capture and high impedance. The lead was capped and replaced on (B)(6) 2015. The patient's condition was stable post procedure.